Event description:
Boston scientific crm received information that this right ventricular (vr) lead was explanted due to noise. A new rv was successfully implanted in its place. To date, there have been no adverse patient effects reported.